Event description:
It was reported that during an upgrade procedure from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p) device that this device and left ventricular (lv) lead were attempted due to observations of pacing inhibition. The pacing inhibition was greater than two seconds, although the patient was not pacemaker dependent. No new device has been implanted at this time. No adverse patient effects were reported.